Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an air/water leakage from the body control unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to a pinhole on the connecting tube, water tightness was lost; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and angulation skipped during angulation in the upward/downward and right/left directions; the bending section cover had a scratch; the adhesive on the bending section cover had a chip and a white-clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; the adhesive around the objective lens was peeled; the adhesive around the light guide lens was peeled; the plastic distal end cover had a burn; the connecting tube had a buckling and a dent; the suction connector had a dent and was deformed; switch 4 had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning. The air/water nozzle was flushed with air and water and detergent. There were no reported abnormalities in the accessories used for reprocessing. It was unknown if the nozzle was wiped/brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.